Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a patient (pt) reported irritation upon insertion of an acuvue® oasys brand contact lens (cl). The pt reported an eye care professional (ecp) diagnosed a corneal ulcer. On (B)(6) 2022, the pt provided additional information. The pt reported the corneal ulcer in the od. The pt described the irritation started on (B)(6) 2022, when inserting a new cl. Later in the day, the pt started to feel irritation, removed the cl, flushed with saline and re-inserted the cl. The pt had symptoms of irritation and pain on saturday and used some over the counter (otc) drops for the pain. On sunday, the pt saw a ¿white dot in the od iris area¿ and made an appointment to see the ecp on the following monday. The ecp diagnosed a corneal ulcer in the od on the right side of the eye and prescribed moxifloxacin ophthalmic solution 0.5%, 1 drop every 4 hours (duration unknown). The pt has a follow-up appointment on friday and does not know what the ecp will do next, as the ¿dot¿ can still be seen. On (B)(6) 2022, a call was placed to the ecp, and additional medical information was requested. Due to pt privacy, no additional medical information was provided. On (B)(6) 2022, additional information was received from the pt. The pt was told by the ecp that the scarring was "not in line of sight," there was "scarring on the iris.¿ the pt reported seeing a second ecp who informed her ¿that everything was going well¿ and the pt should ¿continue as she ¿normally¿ does.¿ the pt has chosen not to return to cl wear. Multiple attempts have been made to obtain additional medical information from the treating ecps, but nothing additional has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b010w3m was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.